Manufacturer narrative:
(B)(4) date sent to the FDA: 11/17/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure date of initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Product lot number? What is physician's opinion as to the etiology of or contributing factors to this event? Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? How was the recurrence diagnosed? Date of reoperation? What is the patient's current status?

Event description:
It was reported that the patient underwent a laparoscopic para-umbilical/incisional hernia repair procedure on unknown date in early 2016 and the mesh was implanted. It was also reported that at the procedure, defect was not closed under tension and at one month postoperative follow up, the patient was noted to be recovering well. On (B)(6) 2016 the patient presented with hernia recurrence. The patient will undergo further surgery to address this recurrence. As reported, the mesh is still implanted. Additional information has been requested.